Event description:
On (B)(6) 2013, the following info was reported to kci by the nurse: the nurse reported observing a mild to moderate amount of "blood getting pulled out." On (B)(6) 2013, the following info was reported to kci by the nurse: on (B)(6) 2013, the pt went to the ER, and received one stitch to stop the hemorrhaging. The pt was discharged the same day. On (B)(6) 2013, the following info was reported to kci by the nurse: the pt's wound is progressing with no subsequent issues.

Manufacturer narrative:
The pt had a dialysis shunt removed and v.a.c. Therapy was applied. Dates not provided. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pts who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Pts without adequate wound hemostasis. Pts who have been administered anticoagulants or platelet aggregation inhibitors. Pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician.